Event description:
Boston scientific received information that it was difficult to position this right atrial lead. It was alleged that this lead dislodged, and will be returned for analysis. No adverse patient effects were reported following the procedure.

Event description:
--

Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection noted that the coils were slightly stretched and also minor separation of insulation and distal ring, tip region of lead, likely due to handling damage. The lead was electrically continuous and laboratory analysis could not confirm the reported allegation.